Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss is where the needle travel path (trajectory) was not correct when the operator deployed the proglide device. Possible contributing factors for the reported needle-to-cuff miss include, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment technique. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Additionally, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot pocket, thus ensuring proper trajectory during deployment. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification. The amount of deflection will depend on the severity of the anatomical conditions. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification or vessel tortuosity. Additionally, there was no reported access site/groin scarring. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. The instructions for use (IFU), provides instruction for the preferred deployment techniques to assure the successful delivery of the suture. There was no information provided to suggest incorrect operator deployment technique. The evaluation could not conclude that a manufacturing, operator deployment technique, or anatomical condition had an influence on the reported experience. Although a cause of this event cannot be determined by the reported information, this evaluation concluded that there was no indication of a product quality deficiency. Based on the reported information and the inspection criteria a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of the left common femoral artery using perclose proglide devices through a 6f sheath. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and nine additional proglide devices was attempted but resulted in needle-to-cuff misses. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 22f to match the outer diameter of the endoprosthesis delivery catheter. After conclusion of the abdominal aortic aneurysm repair procedure, the knots from the two proglide devices were sequentially advanced and tightened with the knot pusher to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The nine proglide devices are being filed under separate manufacturer report numbers.